Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pump usb port and was advised to contact their healthcare provider for further assistance if the issue persisted.